Event description:
It was reported that the lead was capped due to a suspected malfunction. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that one day post implant, it was noted that the rv capture threshold was very high. The patient returns for repositioning or replacement of the rv lead on (B)(6) 2015. During the procedure, repositioning the lead was unsuccessful. The lead was tested and showed no signal only high frequency noise. The rv lead was damaged during the procedure. The lead was explanted and replaced. The patient was stable before, during and after the procedure.